Event description:
It was reported that (1) device was used during a hemiorrhoidectomy. It was reported by the affiliate the surgeon stated the pph01 instrument cut, but did not staple. Bleeding occurred and blood transfusion was required. Another pph01 was used to complete the case. No further adverse pt outcome was noticed.